Event description:
It was reported that during use discovered that the tubing was damaged and medication does not flow easily with a bd insyte-w¿ IV catheter. The following information was provided by the initial reporter, translated from dutch to english: consumer complained that there are a few cracks in the tube that holds the needle (which stays in the house), which means that the fluid does not run well. She has experienced this three times. Additional information received from the customer: serious injury? No. Course of treatment changed? No. Medical intervention? No. Other actions? New lot number had to be used.

Manufacturer narrative:
H.6. Investigation summary: one actual sample in an open package was received by our quality team for evaluation. Upon visual inspection of the sample received, the catheter was damaged; therefore, the failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause could not be determined to be related to the manufacturing process as the no quality notifications were identified for this batch and the sample was received in an open package. A damaged catheter may occur during product application when the product is manipulated, the needle may pierce the catheter causing the damage. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use discovered that the tubing was damaged and medication does not flow easily with a bd insyte-w¿ IV catheter. The following information was provided by the initial reporter, translated from dutch to english: consumer complained that there are a few cracks in the tube that holds the needle (which stays in the house), which means that the fluid does not run well. She has experienced this three times. Additional information received from the customer: serious injury? No. Course of treatment changed? No. Medical intervention? No. Other actions? New lot number had to be used.